Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "no back light." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "no back light" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty cable connection. The cable was reconnected and tested satisfactorily. A service history review revealed no previous service events were related to the reported condition because this was an out of box failure. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.